Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex pushwire and pipeline flex with shield technology braid were returned for evaluation. The pipeline flex with shield technology braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex with shield technology braid was observed to be fully open with one end having moderate fraying, the middle section having no damages, and the other end having slight fraying. Pushwire was observed bent. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. However, it is possible that the ¿damaged braid¿ and patient anatomy may have contributed to the reported issue. In addition, the damage to the braid of the pipeline is possibly the result of the physician resheathing the device more than recommended two times. Per pipeline flex with shield instructions for use (IFU): "resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid." In addition, the IFU further states "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. Updated suspect medical device: added UDI # updated. Initial reporter added phone number. Note: suspect medical device brand name = pipeline flex w/shield technology, model # ped2-475-30. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Suspect medical device brand name = pipeline flex w/shield technology, model # ped2-475-30. The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information be received a supplemental will be submitted. Mdrs related to this report: 2029214-2017-00084 2029214-2017-00085 2029214-2017-00086.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right ica, three pipelines did not open as the patient had severe vessel tortuosity. It was reported that the (proximal, middle and distal) of the pipeline was positioned on a bend. The first pipeline (ped2-475-30) was attempted and the distal segment did not open. The physician manipulated the microcatheter by locking down the delivery wire and moving both to facilitate expansion of the pipeline. The physician also reduced the slack, with pushing and the pulling system; however the pipeline still did not open. The pipeline was resheathed more than two times, and less than 50 percent was deployed when it failed to open. The pipeline was brought out and the distal end was ¿locked¿ together. The microcatheter stayed in place for access and a second pipeline (ped2-500-20) was attempted and the same problem occurred while using the same technique. The pipeline began to be unsheathed and the distal end would also not open. The pipeline was removed through the microcatheter and the microcatheter stayed in place for access. A third pipeline (ped2-450-30) was attempted and upon unsheathing there was a "wine glass" effect occurring, as the middle section did not open. The pipeline was unsheathed more than 50 %, but was not opening successfully. Again, the same techniques were used. The physician concluded the procedure and rescheduled the patient for a future pipeline treatment. No patient injury was reported.